Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2020-00276. It was reported that the patient's system had high and low impedances, causing the system to autoreduce. Surgical intervention may take place to resolve the issue.